Event description:
It was reported that during a procedure to treat in-stent restenosis of a non-abbott stent, a 3.0x15 nc trek balloon catheter was advanced without resistance and inflated; however, the balloon ruptured on the first inflation at 12 atmospheres. The nc trek was withdrawn without resistance from the patient anatomy and a non-abbott balloon was used for further dilatation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.